Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there was non-sustained right ventricular oversensing on the ventricular lead. Programmed changes were discussed. The patient was stable.

Event description:
New information reported that the asymptomatic patient was seen in clinic on (B)(6) 2018. Testing was performed in clinic, but no noise could be reproduced. Programming changes were made and the patient would continue to be monitored.